Event description:
When attempting to remove the gomco clamp, the nut began to loosen like normal, but then was seemingly stripped and unable to loosen further. The top plate was slightly loosened and allowed for penis to be removed without issue/pulling. After procedure, gomco evaluated and still could not unscrew nut to fully disassemble device.